Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that s3 double head pump displayed an error code during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that s3 double head pump displayed an error code during priming. There was no patient involvement.